Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Event description:
It was reported that the patient developed an infection. The system was explanted. The patient tolerated the procedure well and was being treated with antibiotics.

Manufacturer narrative:
Should been (B)(6) 2018 rather than (B)(6) 2018.